Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years and 6 months. Device evaluation: the report of pump stoppage events was confirmed through the analysis of the submitted system controller log file; however, the root cause of the events could not be conclusively determined based on the evaluation of the returned portion of the percutaneous lead (driveline). The submitted log file contained approximately 33 days of data (dated (B)(6) 2017, according to the timestamp) and captured multiple drops in pump speed below the low speed limit along with pump stoppage events (3 total pump stops captured, lasting between 3-4 seconds each). During these events power elevations up to 9.4 watts were captured. These events occurred only on power module support, and no atypical drops in pump speed were captured when the system was supported by battery power. At the time of these events the system controller alarmed with low speed hazard and low flow hazard alarms, as designed. Approximately 15.5 inches of the replaced portion of the driveline was returned for evaluation. Rescue tape was noted between 1 and 3.5 inches from the driveline connector. The rescue tape was removed revealing a small tear in the silicone outer jacket, located at approximately 0.5 inches from the bend relief. Additionally, bend relief damage was noted at the end portion of the bend relief, away from the metal connector. This damage did not penetrate to the bionate layer or inner wires. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Electrical continuity and hipot testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported event. The root cause of the pump stoppages could not be conclusively determined nor correlated to the returned portion of the driveline. Per reported information, the patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient remains ongoing on vad support with no further issues reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient contacted the vad team stating that their vad was producing low flow and low speed alarms at various times throughout the night and early morning hours while connected to the power module. The patient presented to the vad clinic as advised and device interrogation revealed seven pump stoppages from (B)(6) 2017 occurring in the early morning hours. Attempts to replicate the alarms in the vad clinic were unsuccessful. The patient was reported to be asymptomatic at the time of the events. The customer reported that x-ray images of the patient¿s driveline showed a slight change in the appearance about 3-4 inches from where the driveline begins which was consistent with where there was rescue tape applied to the driveline. The customer submitted a log file and x-ray images for review due to a suspected short to shield issue. Log file analysis completed by the manufacturer¿s technical services representative confirmed the reported pump stoppages that only appear to have occurred while the vad was connected to the power module. The customer was informed that this type of behavior has been linked to potential issues with the driveline. X-ray images submitted appeared unremarkable; however, the technical service representative agreed with the customer that the area where the driveline enters the connector of the system controller appeared suspicious. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed. Most of the external portion of the driveline was replaced with no issues. Post replacement, the system was connected to a normal patient cable and the alarms did not return. The patient was discharged after the replacement. No additional information was provided.

Manufacturer narrative:
The replaced segment of the percutaneous lead (driveline) was returned for evaluation. The report of pump stoppage events was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the events could not be conclusively determined. The log file contained data that captured multiple drops in pump speed below the low speed limit along with the pump stoppage events while the system was operating on the power module. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a driveline issue; however, a root cause for the pump stoppages could not be determined through the evaluation of the returned driveline segment. Approximately 15.5 inches of the replaced portion of the driveline was returned. Rescue tape was observed between 1 and 3.5 inches from the driveline connector. The rescue tape was removed revealing a small tear in the silicone outer jacket, located at approximately 0.5 inches from the bend relief. Additionally, bend relief damage was noted at the end portion of the bend relief, away from the metal connector. This damage did not penetrate to the bionate layer or inner wires. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Electrical continuity and hipot testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported event. It was reported that after the repair, the patient¿s system continued to produce alarms. The patient did not want to undergo a pump exchange at this time. The patient was provided an ungrounded power module patient cable for use while on power module support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2018, it was reported that the patient contacted the vad team stating that their vad system was producing low speed advisories and driveline disconnected alarms while the system was connected to a normal grounded patient cable. The patient was out of the area and therefore no log files were available to submit for evaluation. According to the customer, the patient does not want to undergo a pump exchange at this time. The customer requested two ungrounded patient cables; one to go to the center for clinic visits and the other directly to the patient for use while on power module support.